Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a legal attorney regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and complex regional pain syndrome type 1. No drug information was provided. It was reported the patient went for a pump refill at millennium pain center. During that visit, it was confirmed that the pump had flipped, again. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.